Event description:
On the day of the event a pharmacist called for a patient to report their one touch ultra meter would not power on. During the call, pharmacist replaced the battery, checked meter's settings and then inserted a new test-strip of a new test-strip vial. The meter still did not turn on. The newly diagnosed patient had been instructed to measure blood glucose every hour. Unable to test since 8 a.m., patient injected insulin without a meter. No injury or incident occurred.